Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open agnd wire in the cable connecting ECG "a", "b" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation into an unrelated issue, a report problem was found. Electrode belt sn (B)(4) failed incoming functionality testing.